Event description:
Per the audiologist, the patient experienced a decrease in performance. In 2009 the patient fell and hit his head on the opposite side of the implant. The patient was taken to the ER where the results of a CT scan indicated the implant was not affected. The patient still reported a decrease in performance. The results of an integrity test at approximately 24 days later indicate the device was working according to manufacturer's specifications.explant and reimplantation is planned for september 17, 2009.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient's sample. Upon repeat on this and on a different instrument accutni results obtained were within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B) (4)